Event description:
It was reported that there was difficulty retracting the pta balloon dilatation catheter through the sheath after being used in the subclavian vein. The balloon catheter and introducer sheath were removed together as one unit. A second pta balloon dilatation catheter was used with the same result. A third pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
A review of the device history records could not be performed as the lot number for the device is unk. The device was not returned and images were not provided; therefore, a full evaluation could not be performed. The result of the complaint investigation is inconclusive. The current instructions for use (IFU) states: apply negative pressure to fully evacuated fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. Precautions: if resistance if felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Note: this is the same pt and same procedure as manufacturer report number: 2020394-2010-00347.